Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray controller pcb assembly, in the system generator was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was an 'x-ray on in error' was displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.